Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the user interface pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. (B)(4).

Event description:
The customer reported that their device had locked up when the options key was pressed.  The customer then power cycled the device and upon restoring power, a solid white screen was displayed, which is indicative of a device lockup.  There was no report of any patient use associated with the reported issue.